Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. After receiving the alarm, the customer would resume insulin delivery and a higher amount of actual carbohydrates consumed would be entered in the pump to delivery more insulin.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.